Manufacturer narrative:
510k: this report is for an unknown plate/screw construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: darrith, b. Et al (2020), periprosthetic fractures of the distal femur: is open reduction and internal fixation or distal femoral replacement superior?, the journal of arthroplasty, vol. 35 (5), pages 1402¿1406, https://www.arthroplastyjournal.org/article/s0883-5403(19)31182-9/abstract (USA). The aim of this retrospective study is to compare the incidence of revision after orif vs dfr for the treatment of rorabeck type ii periprosthetic distal femur fractures. Between 1999 to 2014, at total of 72 patients were included in the study. 50 of these patients (6 male and 44 female) with a mean age of 71.8 ± 10.6 years were treated with open reduction and internal fixation (orif) using plate or intramedullary (im) nail fixation, while 22 patients (3 male and 19 female) with a mean age of 75.8 ± 8.4 years were treated with distal femoral replacement (dfr). In the orif group, majority of the plates included are synthes locking compression plates (n = 25; east west chester, pa), only 1 of which was variable angle, and competitor devices. Three of the 5 retrograde nails are stryker, 1 is synthes, and 1 is zimmer. In the dfr group, competitor devices were used. All patients had a minimum of 2-year follow-up. The mean follow-up period was unknown. The following complications were reported as follows: orif group: 6 patients died within 2 years. 3 patients had periprosthetic infection which were managed with either liner exchange (n = 1) or 2-stage revision arthroplasty (n = 2). 6 patients had revision surgery (including infected and aseptic cases) in which 3 of these were pji cases and 3 additional orif revisions for nonunion. The 3 cases of aseptic nonunion included 1 broken plate requiring revision orif with simultaneous revision tka to a custom-made prosthesis and 2 additional cases of aseptic nonunion without hardware failure. These 2 aseptic nonunion cases were treated with revision orif to longer locking plates and cancellous bone allograft was packed into the fracture site. This report is for an unknown synthes plate/screws constructs. It captures the reported events of periprosthetic infection, nonunion and underwent revision surgery. This is report 1 of 3 for (B)(4).